Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which the caller acknowledged and understood.